Event description:
Legal counsel for patient provided medical records that indicated the patient underwent left total hip arthroplasty on (B)(6) 2004 and right total hip arthroplasty on (B)(6) 2010. Patient medical records further indicate that a left hip revision procedure was performed on (B)(6) 2010 due to loose acetabular component and possible elevated metal ion levels. Review of invoice history confirms all surgery dates and that the acetabular cup and modular head were removed and replaced during the left hip revision procedure on december 8, 2010.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00524 & 00542.